Event description:
It was reported that when the device, with reload cartridge, was used during a colectomy procedure, it jammed. Another stapler was used to complete the case with no consequence to the pt.